Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with transient light sensitivity in the left eye, at the one day postoperative visit. Topic steroid drops were increased. Add'l info was requested. Another report was filed for the right eye.